Event description:
Our affiliate is reporting that the patient had an arthroscopic shoulder repair with the use of a versalok anchor for fixation in 2008. One week post-operatively it was somehow discerned that the fixation device had pulled out of the bone. A re-vision surgery six days later, was performed to remedy the issue.

Manufacturer narrative:
Mitek is in the investigational mode. The conclusions of our investigation will be the subject matter of the follow-up report.